Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when switching on the machine, the cardiosave intra-aortic balloon pump (iabp) unit has problem when switch on the machine. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9,g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10, h11 corrected fields: d5, e2, g2 additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that cardiosave intra-aortic balloon pump (iabp) problem when switch on the machine. A getinge field service engineer evaluated problem when switch on the report by customer inspection for the machine confirm the problem and found non stop loading during power on the machine. Pending return to workshop for repair. On loan a back up unit to customer .functional check according factory specifications . Return the defective unit to workshop for repair. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. No patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated unit and confirm the problem and found non stop loading during power on the machine. Fse troubleshooted for the machine and found video generator board failed. Battery pack and exec processor board expired due to checklist. Replaced pcb exec processor board and video generator board. Problem of start up solved. Functional check according factory specifications. All test passed. Return machine to customer for clinical use.